Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Mechanical inspection revealed that the helix electrode would consistently extend within six turns and retract within four turns. Helix, fully extended, measured .070 within specification. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported high impedances, bipolar and unipolar, greater or equal to 2000 ohms were observed at variuos positions during the implant attempt. Consequently, this lead was explanted and replaced with a same brand lead without incident. No patient complications have been reported as a result of this event.